Event description:
The external pulse generator was returned to the manufacturer, analyzed, and tested out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) analysis confirmed that the upper/lower cases were broken. The two side bails covers, ring cover and battery drawer were broken. The battery release, lead flex cover, and release spring were contaminated. The two side bails and ring were missing.